Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation the device failed to power on. The device's power management board needs to be replaced to address the issue. No components were replaced. The device was scrapped.